Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said it doesn't seems to be working anymore. They also can't make it to the bathroom in time. During the call, the call center tried walking the patient through connecting to the ins, but holding the antenna was difficult for the patient due to a recent shoulder surgery (shoulder surgery is not related to device/therapy). The patient also couldn't increase stimulation any higher. The patient had their patient programmer (pp) and antenna at time of the call; it was confirmed that the antenna was secure. An attempt was made to sync to the ins, but the poor communication issue was not resolved. The antenna was then removed from the pp and the pp was placed directly over the ins on the skin. An attempt was made to sync to the ins, but the poor communication issue was not resolved. As a result of what was reported, the patient was going to call back when they had someone to help them and to determine therapy status. The call center reviewed reasons why they were unable to increase stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstances that led to the not working was that they had disconnected it after their should surgery on (B)(6) 2019. They hooked it up again but didn't recall the date however it didn't seem to help with getting to the bathroom before an accident. Patient made it more intense but couldn't because it was on the right side where should operation was so they couldn't put their hand down there to hold it whole reprogramming it. They didn't have anyone to help them. No actions taken yet. Patient is no longer using it since they can't get anyone to reprogram it for them. The device was not helping with their accidents. As soon as they get up after sitting, they have to go immediately. No further complications were reported or anticipated.